Event description:
Initially reported by the surgeon that an edwards' aortic bioprosthesis was explanted after an implant duration of approximately 49 days, due to fungal endocarditis (asperigillis). The surgeon inquired if the valve could have been contaminated in the jar. On (B)(6) 2012, edwards received an email from patient's relative stating the following: "[patient] received one on (B)(6) 2011 and developed a fungal infection. He received a second one on (B)(6) 2012 and suffered a stroke on (B)(6) 2012. Not feeling great about this tragedy and regret ever having this surgery. He is only 56 years old. Now on a peg and ventilator. He will never be the same. How do we go on? We have 2 kids in college. I have to sell the house. He can't talk, eat, walk, nothing." On (B)(4) 2012, edwards received a medwatch form 3500a submitted by the hospital, with uf/importer report # (B)(4). No additional information stated in the user facility's medwatch. No additional information has been received, despite multiple follow-up attempts with the healthcare provider (nurse, surgeon, risk management).

Manufacturer narrative:
No additional information has been provided (operative report, pathology report, device return...etc), despite multiple follow-up attempts with the healthcare provider (surgeon, nurses, risk management). The device history record review was completed and confirms this device passed all manufacturing and sterilization inspections. Complaint database search indicates no other related reports received for any devices processed under the same sterility lot of the explanted device. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative contamination of the valve. Edwards' process uses clean manufacturing conditions and employs redundant chemical sterilization process steps which are extremely long, and highly effective and would inactivate aspirigillus and all known organisms. Edwards' tissue and products are processed in a bioburden-reduction process with fixatives that assure any microorganisms in the raw material would be inactivated. Attempts to obtain additional information and device return for evaluation are ongoing, and updates will be reported once available.